Event description:
It was reported that during echocardiogram performed to check patient¿s left ventricular function on an unknown date, vegetation was observed on the right atrial and right ventricular leads; the patient had developed an infection. The whole system, including the implantable cardioverter defibrillator and the leads, was explanted on (B)(6) 2018. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
A partial lead was received for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.